Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 due to urethral hypermobility and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems, and dyspareunia. It was reported that the patient underwent anterior and posterior colporrhaphy and additional mesh was implanted on (B)(6) 2004 due to cystocele, rectocele and stress urinary incontinence. It was reported that the patient underwent excision of vaginal foreign body and closure on (B)(6) 2004 due to eroded mesh through vaginal mucosa. It was reported that the patient underwent lower abdominoplasty due to lower abdominal skin and fat laxity. No additional information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.